Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer removed the endoscope and pressed the universal surgical manipulator (usm) clutch button, and the guided tool change cleared. The endoscope was reinstalled and functioning normally. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The endoscope was reinstalled to correct the problem. The issue appears to be due to customer setup. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer contacted a technical support engineer (tse) and reported that the endoscope image was upside down and flipped. The customer stated that they had to remove and reseat the endoscope multiple times. After removing the endoscope and pressing the universal surgical manipulator (usm) clutch button, the guided tool change was cleared. When the endoscope was reinstalled, the system appeared to function normally, and the image was normal. The procedure was completed as planned with no reported injury.